Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness, with intermittent capture noted in bipolar and unipolar. Possible lead fracture was also reported. X-ray did not reveal any fracture, and the lead appeared to be fully inserted in the device header. It was noted that the patient had recently fallen down some stairs with the left arm extended, which may have been the cause of any issues. In addition, the patient reported "almost dying" because of the lead. The right ventricular (rv) lead was capped and replaced. No further patient complications have been reported as a result of this event.